Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom error 105 alarms, determined to be caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient injury.